Event description:
A customer reported that a proficiency crossmatch was reported as compatible but the results should have been incompatible. Testing was performed with bioclone anti-human globulin lot rmg448c1. No death or serious injury was associated with this incident.